Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; if explanted; give date: not applicable as the lens was inserted and removed. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the zcb00 monofocal iol (intraocular lens) broke off in the cartridge during implantation. Reportedly, the lens was removed and another zcb00 lens (same diopter size) was implanted as a replacement. The account commented that the lens is not available for inspection. No additional information was provided.